Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. The problem was not found during prep. It was confirmed that the balloon burst after insertion into an unknown sheath. Therefore, the product wasn¿t available and another unknown mynx control device was used and the patient recovered. The device was used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. The problem was not found during prep. It was confirmed that the balloon burst after insertion into an unknown sheath. Therefore, the product wasn¿t available and another unknown mynx control device was used and the patient recovered. The device was used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instructions for use (IFU). A non-sterile 6/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in manufactured position, totally covered by the sealant sleeves and showing no evidence of any type of exposure or damage. Additionally, the related catheter sheath introducer(csi) and syringe were not returned for this analysis. During the initial visual analysis, the device did not show any evidence of anomalies. Functional testing was executed using a cordis lab sample syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during the balloon inflation. The leak was due to a rupture observed on the balloon¿s surface. Per microscopic analysis, a magnified visual image of the balloon¿s surface was executed to identify the possible cause of the leak observed during the functional test. The results showed a transversal rupture identified in the body of the balloon. A product history record (phr) review of lot f2219502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the transversal rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although reported to not have any visible calcium/plaque) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.